Event description:
A pt who developed nodules about 3 months after being injected with an injectable implant. The pt was injected in the lower lip and marionette lines. The material was visible under the skin. Dr said the nodules could be the result of an injection of radiesse or restylane. The nodule was excised and a sample was sent for pathology.